Event description:
On (B)(6) 2010, a monarc sling was implanted to treat stress urinary incontinence. In (B)(6) 2010, her physician advised removal of the monarc, "to alleviate the post-surgical problems she began experiencing approx three weeks after the surgery." It was alleged that, "as a result of having the monarc implanted in her," the pt "has experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery," has had economic losses and "has endured impaired physical relations with her husband."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.